Event description:
It was reported by the aci clinical specialist that (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via the antegrade method with a 7f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed, there was an instant hematoma, the size of a softball. The patient was converted to 45-50 minutes of manual compression at which time hemostasis was achieved. The patient was kept in the hospital overnight per hospital protocol and discharged to home on (B)(6) 2013 with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1315003) indicated that the device lot met all established performance criteria prior to shipment.